Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. Unable to verify motor error alarm due to no button response. Motor passed motor test. Also received with cracked case at the display window corner, missing end cap sticker, broken reservoir tube lip, cracked reservoir tube and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, loose/protruded drive support cap, and motor error alarm. The blood glucose at the time of the incident was 273 mg/dl. Troubleshooting was performed. The device was returned for analysis.